Manufacturer narrative:
Device evaluation of monitor has been completed. The monitor was evaluated and it was found the front response button switch was contaminated. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. Device evaluation of battery has been completed. The reported problem (will not power on monitor) was confirmed due to the battery pca and cells being contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery and monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional. A us distributor reported that a battery was unable to power on a monitor.